Event description:
Caller reported a malfunction on the pump, which did not follow any notable events. The customer did not specify if blood glucose levels exceeded thresholds. Technical support provided information on resetting the pump and assisted the caller in doing so. The malfunction did not recur, and the customer was able to continue using the pump. Caller was advised to contact support again if any issues reappeared and confirmed understanding of the guidance.